Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event involved a 102" (259 cm) appx 5.0 ml, transfer set w/microclave¿ clear, dual check valve, smallbore trifuse ext set w/2 microclave¿ clear, 0.2 micron filter, clamp, rotating luer where it was reported the product was leaking total parenteral nutrition (tpn). There was unknown patient involvement and unknown human harm.

Manufacturer narrative:
D9 - date returned to mfg: 5 may 2025. Investigation summary: received a photo of the sample from the customer showing where the leak occurred. No conclusions could be made from the photo. One (1) used. List #mc330583, 102" (259 cm) appx 5.0 ml, transfer set w/microclave¿ clear, dual check valve, smallbore trifuse ext set w/2 microclave¿ clear, 0.2 micron filter, clamp, rotating luer; lot #14271059. --> two (2) used. List #unknown, extension tubing with clave; lot #unknown. --> one (1) used. List #unknown, edwards transducer; lot #unknown. --> one (1) used. List #unknown, microclave; lot #unknown. --> one (1) used. List #unknown, stopcock; lot #unknown. --> one (1) used. List #unknown, microclave; lot #unknown. --> one (1) used. Extension tubing with microclave and filter; lot #unknown. One (1) used. List #unknown, bifuse device; lot #unknown. --> two (2) used. List #unknown, microclave; lot #unknown. --> two (2) used. List #unknown, extension tubing with microclave; lot #unknown. One (1) used. List #mc330583, 102" (259 cm) appx 5.0 ml, transfer set w/microclave¿ clear, dual check valve, smallbore trifuse ext set w/2 microclave¿ clear, 0.2 micron filter, clamp, rotating luer; lot #14271059. --> one (1) used. List #unknown, extension tubing with microclave and filter; lot #unknown. --> one (1) used. List #unknown, bifuse device; lot #unknown. --> two (2) used. List #unknown, microclaves; lot #unknown. --> two (2) used. List #unknown, extension tubing with microclaves; lot #unknown. No visual damages or anomalies were observed on any sample. The reported complaint of a leak could be confirmed. The returned samples were tested an a leak was observed on the inline filter. The probable cause of the leak is from the temporary loss of hydrophobic properties. The device history record lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.